Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change out. During the procedure, the physician was unable to unscrew the lead from the pacemaker. The physician cut into the device header to remove the lead. The device was replaced and the lead was attached to the new device. Patient was stable.